Event description:
The customer reported that he accidentally fell in a pool while wearing the insulin pump. The customer stated that the device kept alarming even after the battery was changed, and the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.